Manufacturer narrative:
B3: date of event - estimated as the event date is unknown. E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During a de novo pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. Prior to this procedure, the farawave catheter exhibited a fluid leak from the flush port. No air was seen in the patient nor the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.